Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having issues with the sensor giving accurate readings. The sensor reads low blood glucose, 40 mg/dl, and triggers the threshold suspend feature on the insulin pump when the customer's blood glucose was 167 or 157 mg/dl. Troubleshooting was performed and customer was advised how to properly calibrate the sensor. She had to turn the sensor and reconnect in the morning, issues persist to call back. Customer is not returning the sensor for analysis.